Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burns, blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via telephone regarding a female consumer who used an unspecified thermacare heat wrap. On an unknown date, the consumer topically applied an unspecified thermacare heat wrap for an unspecified indication. After applying the heat wrap, the consumer experienced deep burns. Follow-up attempts were unsuccessful in obtaining additional information.